Event description:
New information received notes the right ventricular (rv) lead was capped and replaced on 12 jan 2022. The rv lead had exhibited instances of oversensing of noise in the follow up setting the patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital with dizziness on (B)(6) 2021. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead when patient moved left arm across the body. This noise led to inhibition of pacing. No programming changes were made to the lead. The patient was in stable condition.